Event description:
A caregiver reported that no message appears when scanning the adc device. The caregiver reported that due to being unable to obtain readings, they customer lost consciousness due to hypoglycemia. The customer was treated with oral glucose by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that no message appears when scanning the adc device. The caregiver reported that due to being unable to obtain readings, they customer lost consciousness due to hypoglycemia. The customer was treated with oral glucose by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and the samsung galaxy device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Smartphone compatibility with the use of freestyle librelink and the samsung galaxy device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that no message appears when scanning the adc device in use with samsung sam a5 phone, unknown ios /android , version: 10-2819305 .the caregiver reported that due to being unable to obtain readings, they customer lost consciousness due to hypoglycemia. The customer was treated with oral glucose by a healthcare professional. There was no report of death or permanent injury associated with this event.